Event description:
On (B)(6), 2003, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6),2004, a reintervention occurred to treat a type-1 endoleak from the proximal aspect of the previously placed gore excluder aaa trunk-ipsilateral leg endoprosthesis. The patient was implanted with two gore excluder aaa aortic extender endoprostheses. The endoleak was resolved without any complications.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: as stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak.